Event description:
It was reported there were coupling issues during recharging. An implantable neuro stimulator (ins) overdischarge was suspected. The patient had not charged for a couple of months. Company representative initiated physician mode recharge (pmr) with patient. It was further reported the patient was implanted with a new implantable pulse generator (ipg) and had original 1x8 lead revised. The explanted ipg was working, but not holding a charge very long. The physician made the decision to replace the unit. The patient was doing well. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4)